Event description:
The patient reported to the hcp that he had a health check with an MRI, and fell down just after last refill in 2008. In 2009, when the patient came for a pump refill, the hcp found that the pump had "not worked at all." All 18 ml of baclofen were pulled out from the reservoir at the pump refill; the pump had been stopped from the last refill in 2008. A rotor examination was performed; no movement of the pump rotor was seen, although telemetry could be performed. The pump was replaced. No alarm indicating the pump had stopped was noted. The hcp indicated "no health hazard" occurred with this event.